Event description:
It was reported that within a few weeks of implant, the device could not communicate with activator or home monitor, and could not be interrogated by three different programmers, despite multiple positions and techniques used. The patient stated that the activator worked three days post-implant but hasn't worked since then. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: preliminary analysis revealed a no telemetry condition. The device was found to be stuck in a power-on-reset (por) state, which depleted the battery. The por state was caused when accessing an external sram integrated circuit (ic). Device, hybrid, and ic testing confirmed accessing 128 memory locations in the ic caused high current drain spikes. Photoemission microscopy and scanning electron microscopy (sem) inspection were able to identify a defect site that corresponded to the suspect 128 memory locations. The defect was found to be bridging two metal 2 lines. This electrical short was confirmed as the failure mechanism for the no-telemetry condition.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).